Event description:
It was reported to medtronic minimed that the customer experienced a pump error 63 alarm (hardware low level failures) and received a flashing medtronic logo on the insulin pump's screen. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, the customer was able to clear the alarm and complete the insulin pump rewind and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode after discontinuation. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test or verify pump error 63 alarm due to flashing medtronic logo. Thus software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm (variable 15) file number: 2017, line number: 147 on 01/29/2025 16:58:57.000, 01/29/2025 16:58:57.000 in the file history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/ pcba2/battery connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Unable to confirm critical pump error 63 alarm due to flashing medtronic logo. Flashing medtronic logo due to moisture damaged electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.